Event description:
A malfunction on the customer's pump was reported, but there were no notable events preceding the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the device. The malfunction code did not recur after the reset, allowing the customer to continue using the pump with the instruction to contact support if the issue happens again.